Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, the tip of the metriq irrigation tubing set broke when the it was inserted into the intravenous (IV) bag. The device was replaced and the procedure was completed. No patient complications occurred. No error messages occurred. The device is not expected to be returned for analysis.